Event description:
A caller reported that their pump malfunctioned, displaying malf 0 after the incident, but no notable events occurred beforehand. There was no adverse impact on the customer's blood glucose level. To address the issue the caller attempted to reset the pump following instructions provided by technical support but was unsuccessful. They decided to rely on manual daily insulin injections (mdi) temporarily. Technical support planned to replace the pump.